Event description:
It was reported at the patients last refill (unknown date) the pump medication concentration was changed from 20mg/ml to 25mg/ml, but programming was never changed. The pump was programmed at 20mg/ml at 12.51 mg/day. The manufacturer representative would update the pump per healthcare professional (hcp) orders and there would be no need to bridge because "all of the 20mg/ml drug was long gone". It was noted the patient was not a candidate for another refill as they were in hospice and could not leave and no one could come to her. The patient was getting a log of IV medications and "very near" to passing away. The hcp wanted to pump programmed to off mode and was given the password. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).